Event description:
It was reported that there was error 1660. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Review of the event history log revealed multiple error codes. Functional testing was able to determine that a defective main board was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.